Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions, technical support guidance, or any corrective measures taken.